Event description:
Same case as MDR #2134265-2011-03492. It was reported that during a stenting treatment procedure a balloon rupture occurred. The 80% stenosed lesion being treated was located in the proximal right coronary artery. The physician advanced a runway guide catheter and a non-bsc guide wire. He then advanced a 2.5x20mm maverick balloon catheter to the target lesion. Using a non-bsc inflator, the balloon reached 10atms and ruptured. The device was successfully removed and another 2.50x20mm maverick balloon was inflated in the lesion. A 3.5x28mm liberte stent was then implanted in the lesion. The physician exchanged the guide catheter and a 3.0x20mm maverick balloon catheter was advanced to the lesion; however, using a non-bsc inflator, the balloon reached 12atms and ruptured. The device was removed from the patient and then a 3.0x20mm maverick balloon catheter was advanced to the lesion and inflated. Two liberte stents, sizes 3.50x20mm and 3.50x28mm, were successfully implanted in the lesion to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).